Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction appears again, acknowledging and understanding these instructions.